Event description:
The pt received her scs system, including an ipg, on (B)(6) 2011. It was reported that the pt received a uv treatment for psoriasis, and during the treatment the ipg site reddened and the pt reported a heating sensation at the site. The pt also reported that the ipg site has become sensitive to the touch since receiving the uv treatment. The pt plans to follow up with her physician regarding the issue. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.